Event description:
It was reported that the patient presented remotely via Merlin.net. Review of the transmission revealed that the ventricular channel of the pacemaker and the right ventricular (RV) lead exhibited noise over-sensing which resulted in multiple noise reversion episodes. No intervention or changes were reported. The patient remained in a stable condition.